Event description:
The customer reported via phone call that their insulin pump failed without warning. The customer stated the insulin pump was not functional. Customer's blood glucose was unknown. The customer was advised to call back to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.